Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Reportedly, the customer uses humalog u-200 brand insulin and uses the same the same cartridge for over 2 days, tandem technical support educated the customer this is considered off label use per the tandem user guide. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy.